Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a tubing leak from luer lock on the collect line tubing. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs and a video for investigation.

Manufacturer narrative:
A batch record review for kit lot: m142 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot: m142 shows no trends. Photographs and a video were provided by the customer for evaluation. The complaint kit was not returned. Review of the customer provided photographs, and video verified the tubing leak at the location of the luer lock on the collect line tubing. Further inspection of the photographs shows the male luer lock is damaged as the lock post has broken off. A material trace of the male luer lock and its components used to build lot: m142 found no related non-conformance's. A device history record (DHR) review did not result in any related non-conformance's. This kit lot passed all lot release testing. The cause of the tubing leak is most likely due to the damage to the male luer lock. The root cause of the damage to the male luer lock could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). Ap 17-oct-2024.